Event description:
Information received by medtronic indicated that there was crack in the battery compartment. Customer stated battery cap was not damaged. Customer stated home screen did not appear on the display. No harm requiring medical intervention was reported. The customer discontinued to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery side of case and exposure to moisture found on (B)(6) 2022. Received pump error during rewind test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to pump error 38. Confirmed pump error on (B)(6) 2022 at start time 6:34 am. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, lcd flex connector, keypad flex connector, harness assembly vibrator, lithium battery connector, force sensor, and motor. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and faded end cap address label. Cosmetic damage battery side of case confirmed. Exposure to moisture confirmed on electronic assembly. Pump error 38 confirmed due to moisture damage on motor and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.